Event description:
It was reported that during a lap cholecystectomy procedure, the clips were malformed. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time. Tracking #pi1-3iaeic